Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following device implant, the patient exhibited bleeding, therefore the pocket was re-opened and the hematoma was cleaned. Several days later, the patient presented to the hospital following a lead integrity alert (lia) due to sensing integrity counter (sic) and fast non-sustained ventricular tachycardia episodes. During revision, the right ventricular (rv) lead was disconnected from the device, with no further observed issues. The rv lead was reconnected and the operation was concluded. The implantable cardioverter defibrillator (ICD)  and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.